Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred when disconnected from ac power. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issues.